Event description:
Morbidly obese pt being transferred with assistance of (B)(6) pt mover system on (B)(6)2010. The left, and then the right, straps of the sling tore away, requiring staff to lower the pt to the floor. The pt was within the weight limit for the sling. Pt complained of leg and foot pain post incident. No permanent injuries to the pt. Upon inspection, seams on each side of sling had completely come apart.